Event description:
It was reported that oversensing myoptential inhibition was seen on a remote transmission. No intervention was performed at this time. The patient was asymptomatic and will be followed up remotely.